Event description:
It was reported by the affiliate that during a lap scope-diagnostic drain cyst procedure, hemorrage - concealed retroperitoneal bleeding. At time of insertion the doctor had 2l of co2 in the abdomen. The initial injury was a trocar hole through the small bowel that was created with the initial trocar port. The trocar was not inserted under visualization. It is alleged that the shield did not activate. On opening the pt they found bleeding from the small bowel as well as the omentum. They sutured all the defects and checked the pt under normal blood pressure to ensure that there is no further bleeding. The pt was then moved to the recovery room with a pencil drain in the abdomen and died soon after with heavy bleeding from the drain. Procedure was changed from laparoscopy to laparotomy. Three devices returning, only one was used.